Event description:
In 2008, a gore propaten vascular graft was implanted (anatomical location unk). The next day, the graft thrombosed and an embolectomy was performed the next day. Seven days later, the graft was in place and patent. The pt is fine.